Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00070. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a diagnostic bronchoscopy, the distal end cap of an endobronchial ultrasound (ebus) scope detached inside a patient. The particles were removed using additional suction through the bronchoscope. Despite a 5 to 10 minutes delay, the procedure was completed using the same device, and no further harm to the patient was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the results of the approved final investigation. Updated fields: b5, d8, h6. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.